Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated 32100 faults on the patient side cart (psc). The customer power cycled the system but the issue remained. The technical service engineer informed the customer that they could disable the universal surgical manipulator 2 (usm2), the customer stated that they were continuing as is after power cycling. The customer then called back at a later time and reported that they replaced the psc to continue the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and system logs showed a 32100 error indicating an ac hardware current/voltage monitoring error on the usm ac_xd axis, confirming the fault occurred in the field. Visual inspection found no issues related to the reported event. The usm was installed on a golden system where the 32100 error was triggered on the ac_xd axis, replicating the event. The usm was then installed on a patient side cart fixture test platform (pftp) system, where all relevant testing passed within specification. The complaint regarding [add complaint details] was confirmed by failure analysis. The root cause is attributed to a current/voltage monitoring issue with the acm board in the usm.

Event description:
Refer to h11 for follow-up information.